Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (adjust belt and service code 204 has been confirmed. Upon investigation the monitor did not pass essential performance testing. The cause for the failure was a defective u612 component on the ca board. The root cause for the defective u612 component could not be positively identified. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported monitor was displaying a service code 204 and adjust belt messages.